Manufacturer narrative:
The customer states that they realized the operator input incorrect settings on the system, which caused the reported irrigation and handpiece issues. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 24, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the operator inputting the incorrect settings. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a cataract extraction with intraocular lens implant procedure irrigation and the handpiece was not working. The case was completed after doing another set up. There was no patient harm. After the procedure the staff noted that a wrong setting was used.